Event description:
The pt ((B)(6)) was to receive a dbs system. It was reported during the procedure, the physician observed the lead and stylet were bent at the distal end and could not be implanted without using a cannula. The physician was concerned he would be unable to reach the target implant location and elected to complete the procedure using a new lead.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Results - the complaint regarding the bent stylet was confirmed. As received, the 6143 lead was in fairly good condition. No kinks or any visual signs of damage. Accompanying the 6143 lead were a lead stop and stylet. Impedance tests on the 6143 lead channels were good. Insertion and retraction test was performed on the returned lead and stylet. The stylet showed as a bit bent but was able to fully insert and retract from the lead. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.